Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed and had a blank display. The blood glucose reading was 283 mg/dl. The insulin pump showed no signs of physical damage and had not been dropped, bumped or exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment and spring was not damaged or corroded. The customer was advised to clean the battery cap and insert a fresh battery and stated that the display did return. The insulin pump passed the self test. The customer also reported that the insulin pump was exposed to rain water and that fluid was visible in the reservoir compartment. The customer reported that the fluid was inside of the insulin pump. The buttons were unresponsive and the insulin pump had alarmed for a reset error. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.